Event description:
It was reported the customer experienced high blood glucose levels (133 mg/dl). Pump passed delivery system check. Customer noticed air bubbles present. Customer typically disconnects at the luer lock and performs a fill tubing to remove air bubbles. Bubbles were unable to be expelled. Insulin loaded into cartridge is cold. Customer reports he will do a cartridge and infusion set change.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."